Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated warnings for no prime, no delivery, and no cartridge detected. During testing, rewind, load, and prime steps were completed successfully; the load step malfunction was not duplicated. The force sensor was found to be out of calibration. The force sensor was removed and the resistance was found to be out of specifications. Contamination was observed on the force sensor housing. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.